Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2021. After occluding the inferior mesenteric artery (ima) and the lumbar artery an afx2 bifurcated stent graft, and an afx vela suprarenal were implanted via left access. An intraoperative type iiia endoleak was observed after balloon touch up. An afx vela infrarenal was added, resolving the type iiia endoleak and the procedure was completed. At the one-year follow-up on (B)(6) 2022 angiography showed a possible endoleak; however, no treatment was planned at this time. At the two-year follow-up on 18 july 2023 the possible endoleak is now considered to be a suspect type iiib endoleak. The aneurysm has slightly increased. The physician is planning additional treatment; however, a date has not been provided.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2021. After occluding the inferior mesenteric artery (ima) and the lumbar artery an afx2 bifurcated stent graft, and an afx vela suprarenal were implanted via left access. An intraoperative type iiia endoleak was observed after balloon touch up. An afx vela infrarenal was added, resolving the type iiia endoleak and the procedure was completed. At the one-year follow-up on (B)(6) 2022 angiography showed a possible endoleak; however, no treatment was planned at this time. At the two-year follow-up on (B)(6) 2023 the possible endoleak is now considered to be a suspect type iiib endoleak. The aneurysm has slightly increased. The physician is planning additional treatment; however, a date has not been provided. After the submission of the follow-up report, additional information was provided reporting that after confirming the presence of an endoleak in (B)(6) 2023 the patient was put on edoxaban tosilate hydrate and is now not taking it. A follow-up computed tomography performed on (B)(6) 2023 found that the endoleak had resolved. The patient will continue to be monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm sac growth complaint is confirmed. The type iiib endoleak complaint is unconfirmed as the contrast has lighter density which is uncommon for a type iiib endoleak. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms identified were type ii from the occluded ima. Though a definitive root cause could not be determined, the contributing factors for the sac growth is likely the endoleak. Clinical evaluation was unable to confirm if the endoleak is from a type ii dumping in the sac from occluded ima or the (unconfirmed) type iiib endoleak. Additionally, the ima was occluded with coils and/or plug. Additional information received on 12 december 2023 and has been reviewed. No changes have been made to the original clinical assessment. The final patient status is that the patient will continue to be monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections/additional information: b5: describe event or problem - additional information. G3: awareness date - updated. H10/11: additional manufacturer narrative - updated.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm sac growth complaint is confirmed. The type iiib endoleak complaint is unconfirmed as the contrast has lighter density which is uncommon for a type iiib endoleak. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms identified were type ii from the occluded ima. Though a definitive root cause could not be determined, the contributing factors for the sac growth is likely the endoleak. Clinical evaluation was unable to confirm if the endoleak is from a type ii dumping in the sac from occluded ima or the (unconfirmed) type iiib endoleak. Additionally, the ima was occluded with coils and/or plug. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.